Manufacturer narrative:
On 3/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 3/26/2019 indicated the device lot number is 5718646, serial number (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation was performed for the finished device number 5718646, and no non-conformances related to the reported complaint condition were identified. No further investigation will be conducted on this complaint due was not confirmed. Complaint information will be included in complaint trending that is reviewed and monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The report submission due date for the medwatch report 1645337-2018-04355 submitted on 05/08/2019 was incorrect. The correct due date for the report is 6/6/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, sn (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced bilateral deflation on breast implants. The deflation was diagnosed during physical examination. As a result the patient underwent bilateral removal of the implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-04354 for contralateral prosthesis.